Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023 . H6: investigation summary: customer returned (40) 32ga 4mm open (half open tear drop labels) loose pen needles 17 from unknown lot# without teardrop labels. It was reported by the consumer that when taking injection, she has to use more than one pen needle because the insulin flow will stop midway before the dosage is complete. All the retuned pen needles visually examined and observed 37 pen needles with broken npe cannula, 18 bent npe cannulas and 2 without any damages. Clog test was performed on the pen needles without damages and no issues were found. Most likely the customer complaint needle clog occurred due to bent/broken npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent/broken npe cannula. No DHR review can be carried out as lot number is unknown. Confirmed: based on the sample received, embecta was able to confirm the customer indicated issue as bent/broken npe. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, when taking injection, she has to use more than one pen needle because the insulin flow will stop midway before the dosage is complete. Stated, sometimes she has to use 3 pen needles for one shot. Stated, she's been collecting the faulty pen needles for a few months, therefore multiple lot's are mixed in with lot she is reporting today. She can provide samples, but she cannot provide previous lots.

Manufacturer narrative:
B3. Awareness date has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, when taking injection, she has to use more than one pen needle because the insulin flow will stop midway before the dosage is complete. Stated, sometimes she has to use 3 pen needles for one shot. Stated, she's been collecting the faulty pen needles for a few months, therefore multiple lot's are mixed in with lot she is reporting today. She can provide samples, but she cannot provide previous lots.